Manufacturer narrative:
Additional information added to b5. Section d, f10, g4, and h6 updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited an isolated high out of range shock impedance measurement, greater than 200 ohms. After this measurement was recorded, the shock impedance returned to in range measurements of 50-60 ohms. Technical services (ts) reviewed the event and determined there was no evidence of a lead integrity issue. Ts suspected the cause of the isolated measurement was oversensing of electromagnetic interference (emi) noise. Ts recommended a shock impedance vector breakdown and testing impedances with isometrics. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. It was determined that the superior vena cava (svc) coil was causing the issue. The distal coil was still intact. The lead shock vector was reprogrammed.

Manufacturer narrative:
This product remains in service. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was assigned. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited an isolated high out of range shock impedance measurement, greater than 200 ohms. After this measurement was recorded, the shock impedance returned to in range measurements of 50-60 ohms. Technical services (ts) reviewed the event and determined there was no evidence of a lead integrity issue. Ts suspected the cause of the isolated measurement was oversensing of electromagnetic interference (emi) noise. Ts recommended a shock impedance vector breakdown and testing impedances with isometrics. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. It was determined that the superior vena cava (svc) coil was causing the issue. The distal coil was still intact. The lead shock vector was reprogrammed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an isolated high out of range shock impedance measurement, greater than 200 ohms. After this measurement was recorded, the shock impedance returned to in range measurements of 50-60 ohms. Technical services (ts) reviewed the event and determined there was no evidence of a lead integrity issue. Ts suspected the cause of the isolated measurement was oversensing of electromagnetic interference (emi) noise. Ts recommended a shock impedance vector breakdown and testing impedances with isometrics. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.